Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple drawers required replacement. Drawers 1.1, 1.5, and 1.6 were affected, with two drawers not opening fully. Troubleshooting steps, including accessing the rear of the unit and rebooting the station, were performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.2 did not open. The field service engineer (fse) performed initial troubleshooting by reseating mini engine cables, but the issue persisted. Replaced the defective mini engine, followed by successful testing in the hardware test application and reboot to the medical application, confirming restored functionality. The system functioned as intended after the field service engineer (fse) repaired the device.